Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had gas gain alarm and device was replaced with another cardiosave. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, medical device problem code.

Event description:
Na.